Event description:
It was reported an er320 was used during a laparoscopic cholecystectomy. It was reported by the affiliate the clips malformed. A new clip was used for the case. There was no consequence to the pt.